Manufacturer narrative:
The device was returned to resmed and evaluation was performed. The evaluation confirmed the occurrence of system fault (sf 74). The evaluation determined that the system fault was a single occurrence and could not be reproduced during in-house testing. The root cause for the sf74 was an isolated software issue. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a system fault (sf74) indicating a software task error. There was no patient injury reported as a result of this incident.